Event description:
On (B)(4) 2012, it was reported that the down button on the pt's infusion device was stuck and a bolus could not be programmed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The up-key does not respond. The snapdome of the button is without tension. Since there are no mechanical influences visible on the pump hosing or button surface, the complaint is verified.